Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4: h4. The event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site vascular and non-vascular.

Event description:
It was reported that after the spaceoar vue placement procedure, computed tomography (CT) images showed that the hydrogel is circumferential around the prostate and gather at the apex. There is also a large collection of the hydrogel and the posterolateral to the prostate and a bit climbing up the vessels on the right and few centimeters above the seminal vesicles. The patient is asymptomatic.